Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was around 300 mg/dl. A replacement pump was sent to resolve the issue.